Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's spouse "since her device was implanted in (B) (6) 2010, she had two cardiac arrests and on both occasions it didn't fire." He also alleged "she was given CPR to revive her the first time and never got a shock". Additionally, he reported that dr.(B) (6) had told them they were going to do a "cardioversion" while she was at the (B) (6) hospital. He reported his wife passed away because of this "faulty device". He said a nurse told him the cause of death was "heart failure" and that the "heart stopped". Based on follow-up with the clinic, the patient had been sick for quite some time and had been hospitalized for a long time prior to getting implanted. On (B) (6) 2010, the patient was discharged from the hospital. The nurse stated that the patient missed her first device check. There is no allegation from a health care professional that the death was device related.